Event description:
It was reported that the device was removed. The reason for removal was not provided, but has been requested. It was also reported that an ams spectra concealable penile prosthesis was implanted on the same day as the removal. Related to MFR report # 2183959-2013-00719.

Manufacturer narrative:
(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.